Event description:
It was reported by a customer on (B)(4) 2010 the fiber was being returned because it was broken out of the package. A failure analysis, conducted by an american medical systems quality engineer, disclosed that the fiber cap was detached and worn out.

Manufacturer narrative:
The event description the customer reported to ams did not indicate a potential patient safety issue. The device was subsequently returned to ams and analyzed. The information from this failure analysis was received on (B)(4) 2011 and the results of the failure analysis indicated that an MDR was required. The failure analysis disclosed that the fiber cap was detached and worn out. The fiber card reported 2,967 joules used. The root cause of the device failure was determined to be used and accelerated by tissue contact. The product labeling (product insert 0127-1410) warns that tissue contact or tissue probing may cause fiber damage or breakage. The product labeling also warns of possible cap detachment in the patient and instructions for retrieving.